Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0jzrl, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their ins only lasted 4 years instead of 5 and there was something wrong with the lead wire. Patient was not sure what the exact problem was but said it was not registering when they tested it and was not working. The circumstances that led to the reported issue were unknown. The ins and lead were replaced on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.